Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned the controller and li battery pack would not take a charge since this weekend. Patient said they had the controller plugged into the ac power supply for 3 weeks or maybe a month prior, but pt just tried using the controller this weekend and discovered it would not take a charge. Patient mentioned they tried to charge their implanted neurostimulator on saturday, but could not get the controller to charge. Pt even tried using aa batteries; controller screen came on, but controller would not charge ins. During the call, patient confirmed the green light was on the power supply. Patient saw no damage to the controller charging port or to the ac power supply cord. The patient plugged the controller into the ac power supply and the controller did not power on. Patient then unplugged the controller from the ac power supply and plugged the ac power supply back into the controller. Controller powered on for a moment and then went off. Con troller powered on again and went off right away. Pt saw the memory problem screen when the controller was powered on. A replacement controller and ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) revealed that there was a broken connector pin and a broken front case the components were replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they thought they needed a new battery for their controller because they had been having a lot of problems trying to charge the controller for probably a month now, maybe since july 21st or 22nd. Patient said the controller wouldn't charge to 100% when plugged into the ac power supply. A replacement battery pack was sent out. Patient mentioned they got a new controller and recharger in the past. After receipt of controller the door never stayed on right. A replacement battery door was sent out. Patient called back and reported with their replacement battery, they were unable to get their controller to take a charge. Patient confirmed the green led illuminated on the ac power cord when plugged into an outlet and they tried multiple outlets to charge the controller. Agent had the patient remove battery and plug controller into ac power cord; the screen did not illuminate and the patient said a rubber part of the ac power cord was loose and sliding around. Patient tried to clean the ac plug and controller port with electrical cleaner and a toothbrush earlier, because they saw greenish residue in the port. Patient confirmed nothing appeared damaged in the controller battery compartment. Between their old battery and replacement, they did not have enough charge in the batteries to power the controller back on, or controller was not responding. Agent understood the ac power cord may be unable to pass charge based on the loose component the patient saw, or the port may have been damaged by toothbrush/cleaner. A replacement controller and ac power supply were sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.